Manufacturer narrative:
The patient was born in (B)(6).

Event description:
The customer complained of questionable elecsys troponin t gen. 5 stat assay results for 1 patient sample on a cobas 6000 e 601 module. The initial troponin t result was 32 ng/l and the repeat result was <6 ng/l with a data flag. The results were reported outside of the laboratory. There was no adverse event. The troponin t reagent lot number was 305649 with an expiration date of 30-jun-2019. The customer declined a service visit as they believed nothing was wrong with e 601 and the issue was a preanalytical issue. The investigation determined that based on the acceptable calibration and qc there was no indication of a reagent issue. A general instrument problem could not be identified. The investigation did not identify a product problem. The cause of the event could not be determined.